Event description:
This complaint is now reportable based upon the analysis completed on (B)(4) 2014. It was reported that a stent could not cross the lesion. The target lesion was located in the tortuous left internal mammary artery (lima) to left anterior descending (lad) artery. The physician attempted to advance a 2.50x24mm promus element ¿ stent delivery system, but it could not pass through the lesion. The procedure was completed with another of the same device. There were no patient complications and the patient's condition is stable. However, returned product analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: a visual and microscopic examination found that the stent was damaged at its distal end. A strut on the fifth most distal row was slightly raised. This type of damage is consistent with the stent meeting resistance during withdrawal from the patient. No issues were noted with the balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and tactile examination found that no kinks along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).